Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded on the device. The cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The returned cartridge was loaded into a test device and it fired, cut and formed the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be closed. Another device was used to complete the procedure. There was no patient consequence.